Event description:
Screwdriver was used to remove screw from previous surgery. Screwdriver head splint in two and tiny metal fragments could not be removed from patient.====================== health professional's impression======================not known====================== manufacturer response for screwdriver, acutrak screwdriver======================not known